Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had fluid drained from the implantable cardioverter defibrillator (ICD) device pocket last week. The fluid was cultured and found to be not infectious. Today, more fluid was in the pocket and will be drained again. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient required surgical treatment to drain additional fluid. A titanium allergy was strongly suspected. The patient was given a titanium dog tag to wear on their skin, which resulted in itching and raised bumps on the skin after a few days. The patient also tested positive for nickel allergy. The leads were suspected with a small chance of nickel. The leads remain in use.